Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Subsequently, the therapy was programmed off. Technical services (ts) was consulted and a shorted electrode was suspected based on available data. Patient reported they felt when the device performed system impedance measurements. This s-ICD was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this s-ICD was thoroughly analyzed in our quality assurance laboratory. Visual examination noted an arc mark on the device case, likely due to energy arced from the shorted electrode. Memory review identified a lead impedance measurement of approximately 15 ohms, recorded prior to the explant procedure. A shock into shorted error was also recorded in device memory.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Subsequently, the therapy was programmed off. Technical services (ts) was consulted and a shorted electrode was suspected based on available data. Patient reported they felt when the device performed system impedance measurements. This s-ICD was subsequently explanted. No additional adverse patient effects were reported. The device has been returned and analyzed.